Event description:
It was reported there was an over infusion of potassium. The medication was programmed to infuse over an hour but the infusion completed within 20 minutes. The patient presented with serum potassium of 3.3 and was ordered to have a potassium replacement IV. 3 separate orders for potassium chloride 10meq/100ml was to be administered over one hour at a rate of 100ml/hr. IV potassium programmed through the drug library in the alaris pump as a secondary to a liter of normal saline with 20 meq of kcl as a continuous infusion. When the pump beeped to signal the end of the infusion of the first dose of potassium a second dose was prepared to infuse pump programmed to run over one hour and 30 minutes due to complaints of burning. Infusion initiated, patient rang for assistance a short time later and clinician noted the secondary infusion had finished and pump was indicating there was more volume to infuse. The dose of potassium which was programmed to run over one and a half hours had completed in approximately 20 minutes. The pump was removed with all tubing from service. No further complications noted. Additional potassium completed with a separate pump without incident.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.